Event description:
A report received from the (B)(6) stated the device had damaged bearings. It is unknown if the device was being used during surgery. It is unknown if patient/user injury or medical intervention occurred. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).